Event description:
It was reported, that suture placement in the right common femoral artery (rcfa). Was attempted with four proglide devices, using the pre-close technique via a 6f sheath. Prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss occurred with all four devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. Additionally, an arteriotomy closure was attempted with three proglide devices in the left common femoral artery (lcfa), post-procedure using a 6f sheath. A cuff miss occurred with all three devices. Another proglide device was used to successfully achieve hemostasis in the lcfa. There was no reported adverse patient sequela. And no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment, due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The six additional proglide devices referenced in b5 are filed under separate medwatch report numbers.